Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00374776. Device evaluation summary: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm mode classic gel, 235cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00374776. It was reported that a (B)(6) female patient enrolled in glow study underwent breast reconstruction surgery with 235cc mentor memorygel breast implant, and experienced right side capsular contracture; baker grade unknown. Patient underwent replacement surgery on (B)(6) 2018. On (B)(6) 2021, mentor became aware that the patient experienced grade iii capsular contracture, and replacement device used on (B)(6) 2018 was catalog number 3502501bc; serial number sn (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Device evaluation summary: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm mode classic gel, 235cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)female patient enrolled in glow study underwent breast reconstruction surgery with 235cc mentor memorygel breast implant, and experienced right side capsular contracture; baker grade unknown. Patient underwent replacement surgery on (B)(6) 2018. On (B)(6) 2021, mentor became aware that the patient experienced grade iii capsular contracture, and replacement device used on (B)(6) 2018 was catalog number 3502501bc; serial number sn (B)(4).